Manufacturer narrative:
Date sent to the FDA: 08/31/2017. (B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic myomectomy procedure on unknown date and the absorbable adhesive barrier was applied to cover the uterine wound. Ten days after discharge, the patient visited ER due to abdominal pain and fever. The patient also developed leukocytosis and crp elevation. After ineffective antibiotics treatment, a diagnostic laparoscopy was performed 45 days after the procedure and severe pelvic abscess formation and dense adhesion with pseudocyst of culdesac were found. It was also reported that prior uterine wound cover with absorbable adhesive barrier was now dense adhesion and necrotic debris. Adhesiolysis and pelvic irrigation with necrotic debris removal were performed and a retention drainage tube placed transabdominally. Post operatively antibiotics continued and the patient recovered well and discharged uneventfully. The doctor opined that the absorbable adhesive barrier, in case of insidious infection and if became fulminant, not only serves as a niche for bacterial growth but further complicates the effectiveness of postoperative antibiotics treatment. It was also reported that in event of severe infection possible foreign body reaction occurred due to absorbable adhesive barrier placement. No further information is available.